Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error. Ventilation subsequently stopped. There was no pt injury. (B)(4).

Manufacturer narrative:
A control printed circuit board has been received for investigation, but the investigation has not been performed yet. A supplemental medwatch will be provided when the investigation is finished. (B)(4).